Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-18666. All reporting information regarding this event will be addressed in 6000001-2011-18666.

Event description:
During the particulate matter initial inspection at baxter, it was discovered that a flogard pump had a broken alternating circuit powder cord. This condition has the potential to interrupt delivery. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.